Event description:
Patient tested 3.6 inr on the coaguchek xs system while a comparison lab returned as 2.59 inr. No treatment information was reported. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Section e4: ni - it was unknown if the initial reporter sent report to the FDA.